Event description:
The customer alleged, a leak was detected from the unit. The customer stated, the leak was coming from the overflow valve. He stated the reservoir was filled to the brim. Tsr advised the customer that certain scopes can catch water during the wash, and the water will go into the reservoir with the disinfectant, causing the fluid to rise. The customer stated the unit was leaking a combination of water and cidex opa. No injuries were involved. The customer repaired the unit (replaced the valve). The unit is currently in operation.

Manufacturer narrative:
The facility evaluated at the customer site. The customer replaced the valve. The unit is in operation. The customer repaired unit.